Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv duo assay performed within specifications. A review of calibration and quality control data indicated that all results were within the specified ranges, although a tendency toward low signals was observed for certain calibration points. No patient sample material was available for further investigation, which limited the ability to perform additional analyses. False reactive results may occur in hiv testing due to the specificity of the elecsys hiv duo assay. The customer was advised to follow confirmatory testing protocols for initially reactive or borderline samples, as outlined in the assay instructions for use.

Event description:
The initial reporter alleged discrepant reactive results for four patient samples tested with the hiv duo elecsys e2g 300 assay on the cobas e 801 analytical unit. For patient (B)(6), on (B)(6) 2023, the elecsys hiv duo assay generated reactive results of 1.17 coi (hivag 1.16 coi, ahiv 0.111 coi) and 1.13 coi (hivag 1.12 coi, ahiv 0.102 coi) upon re-run. Testing with the mindray hiv assay yielded a non-reactive result of 0.11 (no units provided). On (B)(6) 2023, hiv rna testing was negative. For patient (B)(6), on (B)(6) 2023, the elecsys hiv duo assay generated reactive results of 1.07 coi (hivag 0.212 coi, ahiv 0.212 coi) and 1.09 coi (hivag 0.198 coi, ahiv 1.07 coi) upon re-run. Testing with the mindray hiv assay yielded a non-reactive result of 0.12 (no units provided). On (B)(6) 2023, an hiv antibody confirmation test was negative. For patient (B)(6), on (B)(6) 2023, the elecsys hiv duo assay generated reactive results of 1.04 coi (hivag 1.03 coi, ahiv 0.0947 coi) and 1.02 coi (hivag 1.02 coi, ahiv 0.0899 coi) upon re-run. Testing with the mindray hiv assay yielded a non-reactive result of 0.11 (no units provided). For patient (B)(6), on (B)(6) 2023, the elecsys hiv duo assay generated reactive results of 1.7 coi (hivag 1.7 coi, ahiv 0.109 coi) and 1.57 coi (hivag 1.57 coi, ahiv 0.0991 coi) upon re-run. Testing with the mindray hiv assay yielded a non-reactive result of 0.12 (no units provided). On (B)(6) 2023, hiv rna testing was negative.